Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR: the device was returned for analysis. Analysis of returned product revealed that there was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages or detachment section were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that catheter entanglement occurred. An opticross imaging catheter was selected for use to view the target lesion. During percutaneous coronary intervention (pci) ivus was performed to observe the lesion area. However, after pullback of ivus a non bsc guidewire was stuck when removing the catheter from the coronary artery. But it was removed together as a system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter entanglement occurred. An opticross imaging catheter was selected for use to view the target lesion. During percutaneous coronary intervention (pci) ivus was performed to observe the lesion area. However, after pullback of ivus a non bsc guidewire was stuck when removing the catheter from the coronary artery. But it was removed together as a system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.